Event description:
It was reported that during a prostate procedure, at 150,558 joules and 17:34 minutes of use, the side-firing the fiber ¿top cap was broken and end firing¿. The procedure was completed with a second fiber. Patient outcome: ¿no injury¿.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap cannot rotate within metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the first fiber was used for 17 minutes and the fiber tip was not cleaned during the procedure.